Event description:
It was reported that the 9800 system had dark, out of focus images during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera focus was adjusted. The gray scale on the monitors was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.